Event description:
(B) (4). Same case as MFR report# 2134265-2009-06920 it was reported that following a coronary drug eluting stenting treatment procedure, the patient developed target vessel restenosis. The target lesion was located in the mid left anterior descending coronary artery (lad). Two 3.00x20mm taxus express2 stents were implanted in the target lesion. After an unknown time period, the patient was diagnosed with target vessel restenosis (tvr) and non-tvr. The 18mm, 90% stenosed tvr lesion was located in the proximal lad with a reference diameter of 3.50mm and was treated with a 3.5x18mm non-bsc stent. The 30mm, 99% stenosed non-tvr lesion was located in the distal left circumflex artery with a reference diameter of 2.50mm and was treated with a 2.5x18mm non-bsc stent and 2.5x23mm non-bsc stent. The patient was discharged two days later. It was further reported that the index procedure target lesion was visually 90% stenosed (60% by core lab analysis), was 7.0mm long, and had a reference vessel diameter of 2.4mm. The lesion was predilated and the stents were placed without gap followed by post dilation resulting in 0% stenosis (19% by core lab analysis). The patient was discharged 2 days later on bayaspririn and plavix. At 194 days post index procedure, it was confirmed that the patient had restenosis (without ischemic symptoms) in the mid lad (confirmed via core lab analysis, had originally been reported as proximal lad). One day later, the patient underwent target vessel revascularization as well as non-target vessel revascularization. The target vessel lesion was 81% stenosed (confirmed via core lab analysis, had originally been reported to be 90%). Treatment included predilation and resulted in visually 0% residual stenosis, 16% via core lab analysis. The patient was discharged 1 day later. It is the opinion of the physician that the event is possibly related to the taxus stent.

Event description:
Same case as MFR report# 2134265-2009-06920. It was reported that following a coronary drug eluting stenting treatment procedure, the patient developed target vessel restenosis. The target lesion was located in the mid left anterior descending coronary artery (lad). Two 3.00x20mm taxus express2 stents were implanted in the target lesion. After an unknown time period, the patient was diagnosed with target vessel restenosis (tvr) and non-tvr. The 18mm, 90% stenosed tvr lesion was located in the proximal lad with a reference diameter of 3.50mm and was treated with a 3.5x18mm non-bsc stent. The 30mm, 99% stenosed non-tvr lesion was located in the distal left circumflex artery with a reference diameter of 2.50mm and was treated with a 2.5x18mm non-bsc stent and 2.5x23mm non-bsc stent. The patient was discharged two days later.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.